Manufacturer narrative:
(B)(4). Physio-control¿s initial inspection of the device was unable to verify the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further extensive analysis of the removed assembly verified the reported intermittent failure to boot up properly. The cause for the malfunction was determined to be due to the failure of the single board computer (sbc) on the system pcb assembly.

Event description:
It was reported that device would not complete the boot up cycle and the batteries had to be removed to power off the device. There was no patient use associated with the event.